Event description:
The patient's mother reported that the patient is currently in the hospital due to high blood sugars and is diagnosed with ketoacidosis. Starting last night, the patient's readings were: 8:00 pm: 9.9 mmol/l, 11:50 pm: 31.6 mmol/l, 4:45 am: 32.4 mmol/l, 5:30 am: hi, 6:45 am: hi, 8:00 am: hi. Patient was very sick. At 4:45 am patient had started vomiting. Patient was taken to the hospital and was admitted. Before arriving at the hospital, patient's mother programmed a temporary basal rate of 200% on advice from the patient's doctor. Patient#s blood sugars continued to be high. 8:30 am: hi, 9:00 am: hi, 9:30 am: 30.6 mmol/l, 10:15 am: 33 mmol/l. Patient's mother changed to a full cartridge and changed the patient's infusion set and tubing this morning at around 10:15 am, but the blood sugars continued to climb. At 11:30 am, patient's reading was hi and she was removed from the pump and placed on an insulin infusion. Troubleshooting did not reveal any malfunctions that would have led to the hyperglycemia. Patient's condition is currently stable. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).